Event description:
During an arthroscopic repair procedure, the physician reportedly utilized a speedlock knotless implant device. The implant allegedly broke intra-operative. The implant was not removed from the pt's body. A second bone hold was drilled and new implant was used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt information was requested but not received.